Event description:
After having cemented the tibial implant, the posterior stabilized tibial insert could not be inserted into the tibial tray. The tray was removed, the tibia recut and new insert and tray were implanted.